Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that waste liquid did not flow to the drain bag and stopped aspirating during a surgical procedure. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. However the anterior pak was sent back for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The tip was manufactured on june 8, 2016. There were (B)(4) paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. Anterior pak without reflux tip was received for evaluation. However, a ¿posterior¿ cassette, tubing, and 23 ga vit probe was received. There was no drain bag or ¿anterior¿ cassette returned with the sample. The ¿anterior¿ cassette comes with this pak. The ¿posterior¿ cassette does not. A visual assessment of the returned sample did not reveal any non-conformity. The returned sample (tested on (B)(6) 2017) was installed into a calibrated system hotbed. The sample¿s cassette successfully loaded and primed three times, along with the assembled vit probe. The vit probe was exercised for several minutes, meanwhile the hub roller functioned and fluid drained into a reference drain bag. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).